Manufacturer narrative:
Patient information: unknown. Occupation: other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Information received from the distributor indicates that a procedure was performed by on (B)(6) 2019, utilizing the reform pedicle screw system. Upon attempted insertion of a screw the tip of a reform driver with mechanical lock (hxx-39-0001) broke. The tip was removed and the procedure was completed utilizing another driver readily available in the set. There was no patient injury or delay to the procedure.

Event description:
Information received from the distributor indicates that a procedure was performed on (B)(6) 2019, utilizing the reform pedicle screw system. Upon attempted insertion of a screw the tip of a reform driver with mechanical lock (hxx-39-0001) broke. The tip was removed and the procedure was completed utilizing another driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 device evaluation - the returned driver was visually examined with and without the aid of a 5x loop. The driver tip is fractured perpendicular to the longitudinal axis. It cannot be ascertained if this fracture was solely the result of the loading condition that occurred in this procedure or if a prior loading condition had initiated a crack that manifested itself during this procedure. Review of device history records found thirty (30) pieces of this lot were released for distribution on 8/31/2017 with no deviation or anomalies. Two-year complaint history review found one (1) previous report of this nature for this lot. No corrective actions are being recommended since the failure does not appear to manufacturing related, the cause for the failure remains unknown, and since design changes to like devices have been rolled into use to improve device resistance to breakage.